Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. The lot numbers are unknown; therefore, the device history records could not be reviewed. This device is used for patient treatment. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. Review of primary operative notes confirms patient underwent a left total knee arthroplasty due to osteoarthrosis. The trial 12mm articular surface revealed full extension, no instability to varus and valgus stress, and 140 degrees of flexion. Final components were cemented and impacted into place. Final implanted component revealed the same results with excellent patellar tracking. Review of revision operative notes confirms patient underwent a revision left total knee arthroplasty due to pain. Pre-operatively the patient presented with patellar maltracking, but there was no evidence of lucency. It was reported that the pcl was found to be insufficient. The patient was revised to a more constrained competitor system, but the patellar component was not explanted as no maltracking was noted after a lateral release was performed. Post-operative diagnosis was pcl instability and patellar maltracking. A product history search revealed no additional complaints against the related part and lot combination. Based on the revision operative notes it can be determined that the instability was a result of the patient's condition.

Manufacturer narrative:
This report will be amended when our investigation is complete.